Event description:
Approximately two hours into treatment, the pt complained of high pulse rate. Pulse rate was 115 (normal is 85). Blood was found dripping from the venous chamber the pt became hypotensive and was replenished with 1200cc of normal saline. Estimated blood loss was between 200-300cc. MDR is being filed for blood loss.